Event description:
Our distributor in another country, reported that the rt102 adult breathing circuit was missing a connector. This fault was found during an inwards good inspection.

Manufacturer narrative:
This report was prepared by rep. The product is not sold in USA but it is similar to a product which is sold in the USA. The rt102 adult breathing circuit is being sent back to fisher & paykel healthcare. A preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that no other complaints of this nature have been received for the given lot number. The missing component is due to operator error in the packing process. Conclusions: the device was out of specification. This has been brought to the attention of the production department. We have received other complaints of missing components with an occurrence rate of approximately 0.03% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the manufacturing process. No further investigation will be conducted on this complaint.